Manufacturer narrative:
Customer discarded product.

Event description:
The user facility reported that when a nurse inserted a filter spike into the blood bag, the tip of spike penetrated the blood bag. 500- 600 ml of blood was lost from the bag. The patient did not require any additional blood. There were no adverse consequences, no medical intervention and no delay.